Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device dislocation ("right essure malpositioned") in a 34 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of drug allergy (amoxicillin penicillin g sodium sulfacetamide sodium vancomycin hcl), miscarriage, parity 5 (total living children 5.), multi gravida (total pregnancies 6.), urinary tract infection and vaginitis. On (B)(6) 2017, the patient had essure inserted. Essure was removed in 2018. An unknown time later she experienced device dislocation (seriousness criteria medically important and intervention required) and medical device pain ("essure pain"). The patient was treated with surgery (salpingectomy). At the time of the report, none of the outcomes for these events were known. The reporter considered device dislocation and medical device pain to be related to essure administration. The reporter commented: (B)(6) 2018: pre-op evaluation, pre op for tubal (B)(6) 2018 - desires permanent sterilization, failed essure. No other complaints. Rto for postop check. All questions answered. Proceed with bilateral salpingectomy. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] (date unknown): right essure malpositioned. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 26-apr-2022: medical record received. Reporter , medical history added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('right essure malpositioned') in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and medical device pain ("essure pain"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation and medical device pain outcome was unknown. The reporter considered device dislocation and medical device pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: right essure malpositioned. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-jan-2021: quality-safety evaluation of ptc. (Product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('right essure malpositioned') in a (B)(6)-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and medical device pain ("essure pain"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation and medical device pain outcome was unknown. The reporter considered device dislocation and medical device pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: right essure malpositioned.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-dec-2020: pif received. Event injury nos was updated to right essure malpositioned. Event essure pain, reporter's information, dob, essure removal date were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.